Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. The service engineer (se) inspected the device and performed touchscreen calibration and the issue was addressed. The ventilator passed all testing.

Event description:
It was reported that the ventilator touchscreen was not responsive. No patient harm reported. The event date was not specified; estimate used.